Manufacturer narrative:
There are no reported pt injuries at this time. Customer called custom ultrasonics inc. To perform preventive maintenance on the system 83 plus 2 device. The technician noticed that the ultrasonics were not working properly. The technician was not able to troubleshoot the problem at the facility. Arrangements were made to have the part sent back to custom ultrasonics for eval. The unit is inoperable at this time. There is no further info available at this time. Upon investigation of the part, custom ultrasonics inc. Will send a follow up report with the additional info.

Event description:
Ultrasonic sound waves not engaged.